Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wall adapter was damaged and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate wall adapter was used to address the issue.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.